Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm failure and intermittent power issues. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Date returned to mfg: 12/14/2024. One device was returned for evaluation. Visual inspection revealed a crack on the battery door and cracked and contaminated plunger case. Event history log confirmed a primary audible alarm occurred. Functional testing could not replicate the reported issue. The root cause was determined to be that the device needed to upgrade software. Software was upgraded from v5.0.0 to v6.0.3. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.